Event description:
It was reported that during a shoulder procedure using a multifix knotless fixation device, the anchor tip and snare wire broke during implantation. The surgeon removed the broken anchor and opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.